Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The "dr had problems trying to deflate the balloon, it took more than 1 minute to deflate." There were no reported pt complications or injuries.

Event description:
It was further reported that during a coronary drug eluting stenting treatment procedure, the lesion being treated was a 95% stenosed, non-calcified, non-tortuous, de nova, right coronary artery (rca) lesion. The physician predilated the lesion with a 20 mm balloon. The physician was able to inflate the balloon on the first attempt, successfully deploying the taxus express2 2.75 x 28 mm drug eluting stent at 14 atms. The physician then attempted to deflate the balloon, but was unable. By applying negative pressure, the physician was finally able to deflate the balloon after 1 minute and 30 seconds. The pt did experience cardiac symptoms while the balloon was inflated, but is reported to be in "normal" condition. The balloon was removed from the pt intact and in a deflated state. The procedure was successfully completed.